Event description:
Customer reports, "approximately a pt having an invasive procedure when the fluoro failed. Patient moved to another room, procedure completed without further adverse event."

Manufacturer narrative:
Liebel flarsheim mfg report: field service engineer found no output from the image intensifier. Fse replaced the ii with a new image intensifier, performed alignments and camera calibration. Verified proper operation per the maintenance section of the infirmed platinum 1 service manual. United returned to full service by the customer.